Event description:
Following my doctor's appointment, the doctor instructed me to check my sugar and log my results. I filled my order with (B)(6) on (B)(6) 2024 and started using the product on (B)(6) 2024. After I pricked my finger, I noticed my finger began to turn red and swollen pain at the injection site, followed by a fever. I couldn't figure out the cause of my problem, it just happened every time I checked my blood sugar. Because I was new to checking my sugar, I thought these were the normal side effects of the lancet. There were days when I felt ill with mild symptoms ranging from fever to severe headache and vomiting including my finger turning black. After I used two filled boxes of fastclix, I decided to discontinue the product entirely and just started insulin with no record.